Event description:
Reporter alleged blood glucose monitoring device result was 495 & 427 mg/dl and within six minutes a lab result was 185 mg/dl. Reporter stated controls were in use and within range. Reporter indicated no treatment was administered to patient. A request was made for the return of the suspect device and replacement product was sent.